Event description:
During coil emolization, the coil was damaged before delivered into the pt from the microcatheter. The surgeon removed the coil out, and changed to use another new coil to complete the procedure. There was no reported pt injury.